Manufacturer narrative:
Initial medwatch submitted to the FDA on 02/nov/2021. Additional information: the device has not been returned for analysis. The investigator is waiting until the lot number of the device is known to determine whether a device history record (DHR) review is or is not required for this complaint. A review of the device labeling notes the following: the current x-tack¿ endoscopic helix tacking system instructions for use (IFU) addressed the known and potential events of "difficulty advancing/retracting cather" " as follows: warnings only physicians possessing sufficient skill and experience in similar, or the same techniques should perform endoscopic procedures. Verify compatibility of endoscope size, endoscopic instruments and accessories and ensure performance is not compromised. Do not push through or pull back on a retroflexed scope with installed helix tack. Applying excessive force to the distal end of the x-tack¿ device could compress or damage the helix tack when installed. Do not retract device into scope whilst a helix tack is installed. Reuse or reprocessing of the x-tack¿ system could result in device malfunction, patient infection or the transmission of disease. Note: do not retract device catheter from the working channel whilst a helix tack is installed; this could lead to device damage or inadvertent detachment. Note: in cases of retroflexion, manual turns may be required to fully seat the helix tack. Warning: excessive manual rotation could damage the device causing the helix tack to skip on the driver. Warning: excessive tension may pull out helix tacks or break suture. Caution: suture tension must be maintained during cinch deployment. The labeling is adequate as it addresses the reported complaint. The occurrence of this reported complaint and product will be monitored as appropriate.

Event description:
The device was found to be damaged, surgery was not completed.